Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: investigation revealed that there was contamination under all of the keypad buttons. Unrelated to the contamination issue, investigation revealed that the keypad cover was torn above and below the up arrow button; the keypad cover was peeling near up button. Also unrelated to this issue, the contrast keypad button was found to be unresponsive. All of the other keypad buttons responded appropriately during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the keypad buttons. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.